Event description:
Pt was induced for anesthesia in preparation for a laparoscopic cholecystectomy. Pt developed bronchospasm, was intubated, connected to the anesthesia machines for ventilations. It was discovered that the pt was not receiving adequate ventilations, was immediately ambu-bagged and developed ventricular arrhythmia. The pt was resuscitated and transferred to ICU, condition critical.